Manufacturer narrative:
Date of event: unknown. Medical device lot #: 7102678. Medical device expiration date: 09/30/2018. Device manufacture date: 04/12/2017. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the bd microtainer® tubes with k2e (k2edta) had clotting and no serious injury medical intervention.